Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was transferred to the emergency room with a system controller fault alarm and low flow alarms. The system controller was exchanged to troubleshoot the driveline faults. Log file were submitted for review. The event log captured constant driveline communication faults throughout the log file until the system controller was exchanged at 2133 on (B)(6) 2025. The low flow event captured on the log file appeared to be patient related due to them being present when pulsatility index values were elevated.

Manufacturer narrative:
This per was determined to be supplemental, and the investigation findings will be submitted under 2916596-2025-03666. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.